Event description:
The implant was not used because there was a hair within the packaging. A replacement was secured from a neighboring hospital; resulting in a 20 minute delay to the pt under anesthesia.